Manufacturer narrative:
Other relevant device(s) are: product ID: 9733763. Analysis of the 9733763 found insufficient information. Analysis was performed but the probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while in a cranial resection procedure. It was reported that while the surgeon was using the target guidance, the view seemed to rotate and had difficulty lining it up. Medtronic representative suspects this was a user related issue. The procedure was completed with the use of navigation system. There was no delay to procedure. No known impact on patient outcome.